Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 the patient obtained the blood glucose readings of 182 mg/dl and 175 mg/dl on the reported meter within 20 minutes. The patient took no actions based on these readings. A few minutes afterwards, the patient experienced the symptom of sweating. The patient did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained elevated readings on the reported meter. Therefore this complaint is being reported.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 245 mg/dl and 115 mg/dl; 11 mg/dl and 131 mg/dl. The reported comparisons were performed on the same date. Test strips have been stored in the customer's truck. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k#: k021819

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.